Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt experienced an underdose with moderate symptoms of withdrawal which were managed orally. An alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to a motor stall, which was constant. Per the reporter, pump logs revealed a low battery reset occurred at 8:08 am on (B)(6) 2010. It was noted there was a premature estimated replacement indicator (eri) alarm; the battery was scheduled to be replaced by (B)(6) 2010. The pump was explanted and replaced on (B)(6) 2010. The battery was depleted. A rotor and dye study were not performed. The pump delivered lioresal intrathecal (baclofen) of concentration 2,000 mcg/ml at a dose of 1,048.7 mcg/day. There was no pt injury. The pt recovered without sequelae.